Event description:
It was reported that during the implant procedure, the doctor noticed distal coil separation and had trouble passing the lead into the sheath. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): defib conductor distorted; full lead was returned for analysis.